Event description:
Fast take meter was reading inaccurately. The medical affairs specialist spoke with the pt in 2005. The pt is pregnant at 25 weeks gestation. About 3 weeks ago, fasting and post meal blood glucose tests were performed at her dr's office; the pt did not recall the specific results, but was told that the results were elevated. The dr ordered a blood glucose meter, which was mailed to the pt by a medical supply co as arranged by the dr's office. The pt began using the reported meter 9 days ago. Lifescan customer svc walked the pt through a passing control solution test on the meter that day. The pt was started on nph insulin 10 units each evening 2 days after she began testing with the meter. After starting insulin, she continued to have elevated blood glucose readings; readings "ranged from 180 to 250 mg/dl for the most part." The meter readings 3 days after starting insulin were: 123 mg/dl in the am, 186 mg/dl 2 hrs after breakfast, 78 mg/dl after lunch, and 148 mg/dl after dinner. The pt did not have symptoms of high or low glucose level at any time. The pt reported the meter readings to her dr. The dr admitted her to the hosp the next morning. While in the hosp the pt obtained results of 47 and 102 mg/dl on the reported meter at the same time that a hosp meter result in the 130's and a lab result of 140 mg/dl were obtained. The pt used correct finger stick and testing technique. While in the hosp for 2 days, the pt remained on nph insulin 10 units each evening and the same diet and bedrest she had followed at home. Her hosp blood glucose results were lower than those she had obtained on the meter at home; she stated that her readings did not exceed the 140 range. The pt's dr stated that there must be a problem with the meter. A control solution result was not obtained at the time of this pt's call to lifescan. There is no indication that the pt experienced injury and medical intervention due to the product. The case meets the criteria for an accuracy and precision medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.